Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by the patient that they were hurting and at 1:20 am they felt like they had a really bad bladder infection. They were bleeding when they wiped. Then they noted they were bleeding badly and having blood clots come out. At 3 am they noted they turned off their device. On the same day, it was reported by the patient that their bladder infection had not improved. They noted they called their health care physician¿s (hcp) office and ordered a prescription. The patient stated they would be able to pick the meds up in the morning. On (B)(6) 2018, the patient stated they would be getting their medicine at 10 am. The turned the stimulation back on, up to .3. The patient ended up taking a sleeping pill because they couldn¿t handle the pain. They noted they had a surgical appointment (their implant procedure) the next day. There were no further complications reported/anticipated.